Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that both anchors deployed with first push of handle. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.